Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead exhibited a low pacing impedance. The lv lead was not used. The physician elected to use another lv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.